Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was 450 mg/dl. Technical support guided customer through resetting pump malfunction code, which did not recur, so customer was advised to continue using pump and to call back if malfunction returned.